Event description:
Per the clinic, the patient experienced intermittencies and sound cuts in and out with the device use. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6), 2024, and the patient was reimplanted with another cochlear device during the same surgery.